Event description:
It was reported that the disposable set alarm was going off. No patient injury was reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a bent micro switch. During functional testing, an alarm went off when the disposable was connected; the customer complaint is confirmed. The root cause of the reported issue was found to be customer damaged micro switch. Replaced the micro switch and the device passed functional testing. E4 is unknown no information provided to date.